Event description:
The user facility reported an impella cp was placed to support a patient admitted in with acute myocardial infarction/cardiogenic shock. While on support, the patient had some heavy bleeding from the impella site that required blood products to be given. The patient was sleeping when the bleeding started, most likely from moving in the bed. The intensive care unit staff was able to manage the bleeding by holding occlusive pressure at the site. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The root cause of major bleed was most likely use issue related since the bleeding started when the patient was sleeping and most likely moved. The device passed all post sterile inspection checks.